Event description:
Complainant alleged that while attempting to treat a male pt (age unk) for cardiac arrest, the paramedic performing CPR on the pt felt an unintended delivery of energy from the device without anyone pressing the charge or shock buttons. The paramedic indicated that the pt had an internal ICD device fitted. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The complainant indicated that the paramedic was taken to the hospital for assessment.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.